Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced urgency, frequency, stress urinary incontinence, pelvic pain, quadrant tenderness, bleeding, vaginal dryness, vagina bulging with bowel movement, dyspareunia, hispareunia, burning with urination, nocturia, urinary retention, fibrotic tissue and mesh erosion. A excision of mesh, rectocele repair and an internal and external anal sphincter repair were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.